Manufacturer narrative:
Image review: one still image was provided for review. The patient¿s executive summary was not available, which limited the ability to perform a comprehensive anatomical assessment. Fluoroscopic valve load inspection was not provided thus it is not possible to validate a good load. Evidence suggests the patient had a previously implanted surgical aortic valve, and during the implantation attempt of the transcatheter valve, an infold/deformation of the frame occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and new sterile components must be used. It was reported that the infolded valve was withdrawn from the patient, and the system was replaced with a new system. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve into a 19 millimeter (mm) non-medtronic (abbott trifecta) surgical aortic valve (sav), it was reported that the parallax could not be removed in the perpendicular view and the valve perpendicular view from the surgery. It was observed that during deployment of the valve, it was difficult to determine the placement depth, as the delivery catheter system (dcs) slipped into a deeper position. When tension was applied while pressing in a half-recapture situation, the valve was pushed into the surgical valve, resulting in a deformation of the valve where the inflow side turned upward. The valve was subsequently recaptured and the system was withdrawn from the patient. A new valve was utilized to complete the procedure. No patient complications were reported as a result of this event. Additional information was received that the valve issue appeared to be different from an infold. There were no hemodynamic changes reported as a result of the issue but a procedural delay was presumed due to removal of the valve and assembly of new valve. The valve-in-valve implant into an existing surgical valve was reported to be a contributing factor to the dislodgement.